Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that the resistance is very high on the unspecified 60ml syringes. The following information was provided by the initial reporter: verbatim: there is also a 2nd issue that relates to resistance. The resistance is very high on 20, 30, 60ml syringes.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: unknown, batch no.: unknown. It was reported that the resistance is very high on the unspecified 60ml syringes. The following information was provided by the initial reporter: verbatim: there is also a 2nd issue that relates to resistance. The resistance is very high on 20, 30, 60ml syringes.